Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the devices¿ tubes were cracked, chipped and discolored. A customer indicated that there was no patient involvement.

Manufacturer narrative:
Evaluation summary: one sample of device was received for evaluation. A visual inspection was performed on the tube and no chipping, cracks nor discoloration were observed in the sample. No reported event was observed in the received sample. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.